Manufacturer narrative:
Evaluation results: one hlta-40 hotline tempcheck was returned for investigation in used condition. The customer reported product problem was confirmed after the device was powered on. The product issue was attributed to a faulty board which was causing the power problem. The problem source of the reported product problem was unknown. A root cause was not established. The damaged board was replaced. O-rings were also installed. The device subsequently passed functional testing.

Event description:
It was reported that the device failed to power on. No patient injury or complications were reported in relation to this event.